Manufacturer narrative:
Concomitant medical products: a3dr01 ipg implant date (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with pre-syncope and dizziness. The right atrial (ra) lead exhibited undersensing and oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.